Manufacturer narrative:
(B)(4). This complaint product was not returned for evaluation at this time. The investigation for this lot is in progress. Upon completion of the investigation, a follow-up medwatch will be filed. (B)(4). MFR. Report number: 1065835-2015-00001.

Event description:
It was reported by the eye care professional (ecp) on (B)(6) 2015 that the contact lenses worn had given the patient a potential eye infection. It was noted that the patient did not feel that the solution "looked correct". "Act of scleritis" but the optician is not sure if this is linked. The patient was diagnosed with "laceration of the cornea and infection of the cornea" which was diagnosed by an ophthalmologist. The patient had fully recovered and continuing to wear contact lenses. Additional information received from the ecp via an adverse event (ae) form on (B)(6) 2015 which stated that the date of the event was (B)(6) 2014 and the right eye was involved. It is noted that the patient was hospitalized. The incident coincides with an attack of scleritis. This ecp was not the treating physician for this event. Patient went straight to hospital for treatment. This ecp only examined the patient after a week of treatment when the eye was already clear. It was unknown if a culture was performed, as the patient told the ecp that she had a "lacerated cornea" which was what was told to her by the ophthalmologist.